Event description:
It was reported that the user experienced repeated motor stall events during a cartridge rewind, resulting in an ¿unable to proceed¿ message and alert 38, after which a restart did not resolve the issue and the device was determined to be nonfunctional. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and user instruction to employ backup therapy due to the device¿s compromised functionality and water resistance. Investigation included telephone troubleshooting and verification that no debris or cartridge was present, with review of device behavior during rewind and restart. Investigation of this device revealed a motor stall consistent with an internal pump mechanism malfunction leading to a failed rewind, necessitating replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump drive system.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.